Event description:
The advocate tested her blood glucose using her contour ts meter and the customer's breeze meter. The contour ts read between 34-43 mg/dl, while the breeze meter read 60-70 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged as a result of the readings. The customer was advised to return his autodisc test strips for evaluation, but he refused.